Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of failure code 66 was confirmed during service evaluation. The assignable cause was identified as a defective main battery, which induced a high voltage to the central possessing unit circuitry. The main battery was replaced to resolve the reported condition. The reported device was a flogard infusion pump, not a colleague infusion pump as previously reported.

Event description:
The facility representative reported a colleague infusion pump with failure code 66. It is unknown when this condition occurred in the maternity area. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.